Event description:
It was reported by service report that the footboard function was intermittent, there was a tilt base error, and the fowler would not completely lower.

Manufacturer narrative:
Result: fowler finger, footboard. Conclusion: footboard and fowler finger were repaired. Wiring harness ordered to be installed.